Manufacturer narrative:
Reliability analysis inspected one opened/used sensor and performed the visual inspection and found the sensor with a cannula broken, broken part is missing. Unable to confirm that the customer received the sensor in said condition due to the product being returned opened/used.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call to have problems with sensor. Customer reported that the transmitter was not communicating with sensor. Customer also reported to have sensor glucose versus blood glucose differences. Customer's sensor glucose was 44 and blood glucose was 130 mg/dl. During troubleshooting, it was found that sensor cannula was missing, but was not in the body. Customer was advised to change sensor and that sensor would be replaced.